Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed; however, the root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect medical device has been returned for evaluation. The device was visually and microscopically investigated. The complaint is confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow-up report will be submitted once the evaluation is complete.

Event description:
The account alleges that a hemostasis valve that is packaged with the inflation device kit detached during contrast injections. The physician decided to exchange the hemostasis device rather than pop the valve back on and continue the case. Usual pressures were used through hemostasis device via the acist injection device during deployment within the left coronary network. During the replacement of the hemostasis valve, the guide catheter via guidewire was reinserted into the patient resulting in a perforation of a coronary artery that led to required medical intervention due to the patients cad.